Event description:
This is a report of a homechoice device that experienced an unspecified failure (no details provided). There was no report of patient injury or medical intervention associated with this event. Additional information was requested but was unavailable.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. The device received functional and electrical testing. Internal and external inspections were performed. During the evaluation, the door handle was found to be missing and was replaced. A short simulated therapy was then successfully performed on the device. The cause of the condition was determined to be the missing door handle. The condition was corrected by replacing the door handle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.